Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they are getting messages on the controller screen when recharging, no device found and can't find device. Patient services (ps) asked patient to inspect the recharger (rtm) for damage and patient said there is cut and bent on the wire and the rtm gets hot occasionally. Patient mentioned the rtm was replaced before for getting hot. The issue was not resolved. An email was sent to the repair department to replace the recharger device.  Patient reported the controller is in a different language and she is not able to charge up the ins. Patient services (ps) assisted patent with changing the language to english and patient is able to read the information on the controller screen. The troubleshooting steps that were taken on the call resolved the issue.  They also reported the controller plug in port is broken since controller was replace few days after they received the controller. An email was sent to the repair department to replace the controller device.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed insulation pulling out of the recharger telemetry module (rtm) donut and wires were exposed at the entrance to the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.